Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during filling with fluorouracil, leading to the drug coming into contact with the healthcare professional filling the device. There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One unit was received for analysis. Visual inspection noted fluid inside the housing which indicated a leak had occurred inside the housing. Further examination revealed the cause of the leak inside the housing was due to a ruptured bladder. The cause of the ruptured bladder could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.